Manufacturer narrative:
(B)(4). The reported event of air in line alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. (B)(4).

Event description:
The customer reported a vague complaint of excess air in line alarms. Although requested event details, the customer reported that the air in line alarm issues were not related to a specific event, but rather a generalized complaint from the nursing staff.